Event description:
A nurse reported that an intraocular lens (iol) was explanted. In a follow-up, the nurse reported that the patient experienced glare. Mild pco (posterior capsule opacification) was also noted. The lens was exchanged and the event resolved.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/19/2010 and 10/28/2010 by phone, fax, and mail. A completed questionnaire was received on 11/03/2010. (B)(4).